Manufacturer narrative:
Sorin group USA field service evaluated the involved pump and its associated s3 system at the hosp site but was not able to duplicate any failure during over two hours of functional testing with 1/2-inch tubing in the pump raceway. The pump was disassembled and internally inspected, also without finding any defect. The hosp requested that the involved pump be replaced with a new pump. Sorin group USA has supplied the hosp with a replacement pump and is seeking return of the involved pump from the hosp. Once that pump is received at the sorin group USA facility, it will be shipped to sorin group deutschland (MFR) for additional eval. Results of this second eval will be supplied in a follow-up report.